Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that select boot device was displayed on the system. To resolve the issue, fse selected "sata" to boot up the system normally. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system gave an alert indicating to select boot device, preventing full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.